Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. During evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device in order to avoid compromise the device integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. There is no evidence that the issue is related to manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Two saline mentor smooth round high profile 330cc breast implants were received on 1/18/2019 by the mentor failure analysis lab with no accompanying information and were processed on 1/21/2019. The device could not be associated with an existing complaint. Analysis on this device has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a saline breast prosthesis is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This report is for the first of two devices.